Event description:
It was reported that the lead could not be implanted because no adequate implant site could be found. Increased threshold and loss of capture reported. The lead was not implanted, and was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies found; blood on defib conductor. The full lead was returned and analyzed.